Event description:
Reveiwed call from wright med tech asking if reporter were completing a med-watch. Pt had called them to report problem with their femoral tibial implant that required revision right total knee. Pulled record, reviewed with surgeon med-watch should have been completed. Revision of right total knee arthoscopy.